Event description:
Related manufacturer number: 2017865-2018-05890. During follow-up, automatic mode switch due to oversensing and noise was observed on the atrial lead. High impedance was observed on the right ventricular lead and the atrial lead. The leads were explanted and replaced. The patient was in stable condition.